Event description:
The customer used the device to check the blood glucose prior to going to bed. Customer obtained a result of 312 mg/dl and dosed insulin. Customer's spouse said customer was sweaty and clammy and spouse tested the glucose and the reading was 175 mg/dl. Spouse retest at 166 mg/dl after calling the hospital. Emts were called and they checked the glucose and the level was 30 mg/dl. Customer was treated with 50 units of glucose through an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.